Manufacturer narrative:
Additional information: the reported field event of backup vvi (bvvi) was confirmed in the laboratory. Upon received, the device was detected in backup defibrillation only (dfo). The device was tested on the bench and functioned normally. A longevity calculation was performed based on the parameter settings, and it was normal. Inappropriate shock was not confirmed, and the cause was undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room after receiving several shocks from their device. The device was noted to be in back up mode because of low battery power. Voltage and error codes showed that the device's battery level was significantly lower than the elective replacement indicator levels. The device was explanted and replaced. The patient was stable.